Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The patient self tester had recently received a new inratio2 monitor. He tested on his new monitor and was concerned that the results were higher than usual. He then tested on the monitor he previously was using and observed lower results. The results were as follows: inratio (a) - new monitor result=3.1 and retest result=3.1. Inratio (b) - previous monitor result=1.9 and retest=1.9. The same inratio strip lot was used for all the above testing. Patient self tester's therapeutic range is: 2.0-3.0.